Event description:
It has been reported to philips that the allura xper fd20 system could not start. No harm has been reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot start up. Upon functional testing, the fse found hard disk of host pc was damaged. The engineer replaced the host pc hard disk and installed the software. After replacement of hard disk spare part, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.